Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field experience was confirmed. Analysis found insulation abrasions.

Event description:
The patient presented for a device change-out, and an increase in impedance was observed. Fluoroscopy revealed an insulation abrasion. As such, the lead was explanted.